Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instruments reportedly "were unable to be fired" during surgery. The instruments were returned in good physical condition. The instruments were cycled, fired, cut, and formed the staples within design specification. The instruments were disassembled to examine the internal conponents and no other deformations could be identified. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
The device was used during an unknown procedue. It was reported by the rep, unable to activate instrument on second firing. This hapenned to 3 instruments in a row. They switched to a new instrument to complete procedure (different lot #). Returning 3 used instruments for eval. Customer was not willing to use remainder of the product from this lot #, they also returned unused instruments which also will be included in return for eval. There was no consequence to the pt.